Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse total shoulder replacement, (B)(6) hospital (B)(6) 2017. Retroversion guide appears to be displaying antiversion instead of retroversion. Reaming guide was removed and alternative guide used. No adverse effect to the patient. Five minute delay to procedure. Jnj rep present for case. Patient ID: (B)(6). (Unknown_jrn: apau0369 delta xtend retroversion reaming guide).

Manufacturer narrative:
The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.